Event description:
The facility reported a colleague infusion pump with failure code 559:320:844. This event occurred upon power up; however it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 559:320:844 was confirmed during product evaluation. The assignable cause was assigned to a faulty uim pcba (user interface module printed circuit board a). Appropriate action was taken to correct the reported problem by replacing the uim pcba. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.04.00 which is categorized as unremediated.